Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 479 mg/dl. The blood glucose value was 270 or 280 mg/dl. Customer's current blood glucose value was 76 mg/dl. The customer treated high blood glucose with bolus. The insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.